Event description:
On (B)(6) 2022, an amazon customer commented that the product was not sensitive and false negative. A customer said that this test came back negative, but they were positive, and that quickvue or binaxnow are much more sensitive because the product only detect the virus when it's fully infected, so it doesn't detect it at an early stage. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent. Therefore, it is not clear inaccuracies mean whether is false negative or false positive, so we report for both and we will report this product complaint case to manufacturer.